Event description:
Literature was reviewed regarding a comparison of the cost utility of left bundle branch area pacing (lbbap) cardiac resynchronization therapy (crt) with biventricular pacing (bvp) crt in patients with heart failure and an indication for crt. The authors described one patient death in the lbbap group; however, the cause of death was unknown and described as cardiovascular. There were patients in each group who were hospitalized due to device/pocket infections. One patient in the bvp group experienced a coronary sinus perforation during the implant procedure which did not cause significant bleeding or hemodynamic compromise. The status of the devices and leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/67 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cost-utility analysis of left bundle branch area versus biventricular pacing for cardiac resynchronization therapy: a multicenter, prospective, quasi-experimental study. Journal of cardiovascular electrophysiology. 2026. 37:257¿267. Doi: 10.1111/jce.70202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.